Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out. The customer stated the insulin pump had prime rewind anomaly and troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture keypad connector during visual inspection noted. Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test,compromised forced sensor system test, excessive no delivery test, displacement test or verify compromised forced sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test.